Manufacturer narrative:
Please note the hde number for this device - (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds-40-40, lot# c2458837a procedure date: (B)(6) 2020 serious adverse event (sae) cardiac arrhythmia requiring intervention date of amds implant ¿ (B)(6) 2020 event onset date ¿ 12jun2021 event end date ¿ no sequence number: 12 event onset date ¿ 02may2021 is the event ongoing? No event end date ¿ (B)(6) 2021 was this event expected? Yes event: cardiovascular ¿ cardiac arrhythmia requiring intervention describe event: cardiac arrest with repeated resuscitation in ventricular fibrillation, emergency admission via the rescue center indicate relation to amds device? Possibly did a pre-existing condition or the acute disease cause or contribute to the event? Yes please specify pre-existing disease: heart failure did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes ¿ life-threatening illness or injury, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent permanent impairment of a body structure or function is the subject hospitalized due to this ae? Yes was the subject already in the hospital? No if hospitalized, date of admission: (B)(6) 2021 if hospitalized, date of discharge: (B)(6) 2021 did the device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes did the subject exit the study? No event outcome ¿ resolved was there any treatment for the event? Yes treatment related to event #12 ¿ event cardiovascular ¿ event onset date 02may2021 identify the type of treatment: surgical ¿ pacemaker was dialysis done? Yes indicate dialysis frequency ¿ permanent indicate dialysis type - hemodialysis is amds removed? No this event is relegated to amds-40-40, lot# c2458837a for cardiac arrhythmia requiring intervention.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae) - cardiac arrhythmia. Amds-40-40, lot#: c2458837a. Procedure date: on (B)(6) 2020. Serious adverse event (sae): cardiac arrhythmia requiring intervention. Date of amds implant: on (B)(6) 2020. Event onset date: 02may2021. Event end date: 12jun2021. Event ongoing: no. Sequence number: 12. Event onset date: 02may2021. Is the event ongoing? No. Event end date: 12jun2021. Was this event expected? Yes. Event: cardiovascular: cardiac arrhythmia requiring intervention. Describe event: cardiac arrest with repeated resuscitation in ventricular fibrillation, emergency admission via the rescue center. Indicate relation to amds device? Possibly. Indicate relation to amds implant procedure - possibly. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes. Please specify pre-existing disease: heart failure. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes ¿ life-threatening illness or injury, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent permanent impairment of a body structure or function. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? No. If hospitalized, date of admission: on (B)(6) 2021. If hospitalized, date of discharge: on (B)(6) 2021. Did the device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome: resolved. Was there any treatment for the event? Yes. Treatment related to event #12: event cardiovascular ¿ event onset date: 02may2021. Identify the type of treatment: surgical ¿ pacemaker. Was dialysis done? Yes. Indicate dialysis frequency: permanent. Indicate dialysis type: hemodialysis. Is amds removed? No. This event is relegated to amds-40-40, lot#: c2458837a for cardiac arrhythmia requiring intervention. Multiple attempts for additional information have gone unmet. If information is provided in the future, a supplemental report will be issued. The manufacturing records for amds 40-40, lot#: c2458837a were reviewed by quality assurance/quality control (qa/qc) and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Patient is a 56-year-old male who had an amds40-40 (lot#: c2458837a) implanted on (B)(6) 2020. Adverse event# 12 reports a cardiovascular event described as ¿cardiac arrhythmia requiring intervention¿ with an onset date on (B)(6) 2021 (316-days post-op) and an end date on (B)(6) 2021. Additional details from the ae form indicates ¿cardiac arrest with repeated resuscitation in ventricular fibrillation, emergency admission via the rescue center¿. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Heart failure was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse due to: life-threatening illness or injury, in-patient hospitalization or prolonged existing hospitalization, and medical or surgical intervention to prevent permanent impairment of a body structure or function. The patient was hospitalized on (B)(6) 2021 due to the event, surgical treatment (pacemaker) was conducted, along with permanent hemodialysis done. The event was resolved, and the patient was discharged from the hospital on (B)(6) 2021. The patient did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ [ae#12], are all listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No actions required at this time. A complaint and recall query was performed for amds-40-40, lot#: c2458837a to identify previously reported complaints or recalls associated with this lot number. 14 complaints were identified for this lot number and 11 are related as all events occurred with the same patient, (B)(6). No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.